Event description:
Based on the initial info, received on [14-aug-2011], the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the add'l info received on [22-sep-2011 case became serious (due to medical intervention)], the case was reassessed as serious. The below narrative includes an initial report received by a sales rep from a physician on 14-aug-2011 plus subsequent follow-up: a pt received poly-l-lactic (sculptra aesthetic) (lot# a0039, expiration date september 2013-same for both dates of administration) on (B)(6) 2011 (session 1) and (B)(6) 2011 (session 2) for a cosmetic indication (volume loss in face). Poly-l-lactic acid was reconstituted with 6cc sterile water and 2 cc of lidocaine 1% without epinephrine for each session. Poly-l-lactic acid was injected into the cheeks, nasolabial folds, temples and cheek lines using cross hatch technique by deep dermal injection. The total volume injected into each region was 1/2 cc per nasolabial fold, 1/2 cc per marionette line, 1/4 cc per temple, 2cc per cheek and preauricular 1/2 cc per side. Massage was done during treatment and then by the pt. About three weeks after her second poly-l-lactic acid treatment, the pt developed a bump in her left cheek. It was also described as nodule on her malar region most likely from product placement. The nodule was at one injection site and was 9mm in size. There were no signs of inflammation. No biopsy was performed. There was no evidence of a systemic process which developed after injection. The pt was seen on (B)(6) 2011. The lesion measured 0.8cm and was injected with triamcinolone [kenalog] suspension 0.01 of 1 cc was used. A second smaller nodule on the right side of the chin was palpable but not visible so no treatment was sought. The physician suspected the possible granuloma formation of the left malar area was related to therapy with poly-l-lactic acid. At the time of the report, the outcome of the event was ongoing but the event was not expected to be irreversible. No further treatment with poly-l-lactic acid was planned even before the event was reported. Medical history included no known drug allergies, fitzpatrick skin type IV, temporomandibular joint problems and hypothyroidism. Concomitant medications included levothyroxine [synthroid], primrose oil, multivitamins, and flax seed oil. She had no known drug allergies. No further relevant info reported. Add'l info was received from product technical complaint department ID number (B)(4) on 16-sep-2011 and received in (B)(4) on 20-sep-2011: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the us market and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event occurred have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043. We have not received the claimed sample nor a picture showing the vials of sculptra used. The analysis certificate at the release step of all the batches listed above has been checked and all the results were conforming to specifications. As reported in the leaflet, several adverse events (such as bruising, edema, discomfort etc..) Can occur by the use of the product. Nevertheless since we have not received the complaint sample nor a picture showing the vials of sculptra used, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation/no assessment possible. Add'l info was received from the physician on 22-sep-2011: narrative updated with all new info except for suspect drug and event description.